Event description:
The medical center in germany placed an impella cp for hemodynamic support and found it's access site to have a bleed that lead to a hematoma in the groin. The physician suspected patient obesity being a reason for the repositioning sheath being not deep enough in the vessel. To remedy the issue, a hemostop was applied, 4 units of blood products transfused, protamin was given, and surgical clearing out of the hematoma was performed. Additionally the pump was explanted. At the conclusion of the interventions, the patient was noted to be stable.

Manufacturer narrative:
The impella device was discarded by the customer and therefore; investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
The cause of the bleeding was due to the patient's condition. Best practices were followed and no use-related problem was reported. Review of the manufacturing documentation did not reveal any abnormalities. The product was in compliance with the specification. Incidence rate 0.05% in the last 12 months.